Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: metal became detached from the hood of the burr sheath the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the excessive force applied to the bur head, causing the flutes to rub on the housing surface. Also, a possibility of the bur tip accidentally encountered hard object during use. Based on the amount of damage observed, it is likely that excessive pressure was maintained for a substantial amount of time and poor suction.

Event description:
It was reported that the sheath broke off. No pieces fell into the joint space and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sheath broke off. No pieces fell into the joint space and the procedure was completed successfully.